Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the catheter was confirmed but the root cause is unknown. A single frontal chest radiograph with inverted imaging was returned for evaluation. The right-sided PICC contained a fractured tip which was overlaying the pulmonary outflow tract. Although the exact cause of the break is unknown, the length of the catheter tubing suggested that the costoclavicular pinch point may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the patient had a catheter placed in (B)(6) 2024 and was found to have a broken catheter in his body on a chest x-ray taken at the hospital. The exact cause is unknown. Referral for interventional catheter removal. No other information was provided.